Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure, the blade broke. Used another device to complete the case. There were no adverse consequences to the patient.